Manufacturer narrative:
Product complaint # (B)(4). Date sent: 12/10/2019. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: did patient have copd or any interstitial lung disease? How long was the hospitalization extended due to the alleged deficiency of device? Were any issues noted with device intraoperatively to include staple formation? What is the current patient status? No copd or interstitial lung disease, 4-5 day hospital stay extension, no issues reported intraoperatively. There was one instance the blade seemed as if it did not return to its ¿home¿ position after a fire- but staple line was inspected and appeared normal, and patient discharged- no re-op.

Event description:
It was reported that post op of a lobectomy it was discovered the patient had an air leak which resulted in an increased hospitalization duration.